Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) therapy that accelerated the patient's rhythm into a faster ventricular tachycardia (vt). Shock therapy was delivered as a result. After three shocks, the arrhythmia was converted. It was noted by the patient that the device was reprogrammed. No additional adverse patient effects were reported. Additional information received from the patient indicates that the physician adjusted the patient's medication. The patient also mentioned that the patient was shocked while showering prior to the medication change. The patient was shocked again after the medication change while showering. He later discovered that a side effect of the medicated shampoo that he was using was increased heart rate. The patient believed that the shampoo caused increased heart rate that resulted in shocks.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) therapy that accelerated the patient's rhythm into a faster ventricular tachycardia (vt). Shock therapy was delivered as a result. After three shocks, the arrhythmia was converted. It was noted by the patient that the device was reprogrammed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory the device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) therapy that accelerated the patient's rhythm into a faster ventricular tachycardia (vt). Shock therapy was delivered as a result. After three shocks, the arrhythmia was converted. It was noted by the patient that the device was reprogrammed. No additional adverse patient effects were reported. Additional information received from the patient indicates that the physician adjusted the patient's medication. The patient also mentioned that the patient was shocked while showering prior to the medication change. The patient was shocked again after the medication change while showering. He later discovered that a side effect of the medicated shampoo that he was using was increased heart rate. The patient believed that the shampoo caused increased heart rate that resulted in shocks. Subsequently, the device was explanted and replaced due to therapy upgrade. The device was returned for analysis.